Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, underweight. A visual and microscopic analysis was performed which identified crease sharp opening, stress marks, striated opening, wear abrasion and crease fold. Based on the device analysis, the final assessment is a broken crease sharp on radius due to fold flaw opening and a striated opening due to surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.